Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2025. The registered nurse (rn) reported on 19feb2025 that the physician does feel that the cardiomems could have possibly contributed to the hospitalization since pulmonary artery diastolic (pad) readings were unknown at the time and could have better guided diuretuc management or timing of in person follow-up. Patient was admitted on (B)(6) 2025 and presented with weight gain, lower extremity (le) edema, and dyspnea on exertion (doe). Patient was treated while admitted using hospital unit readings to help guide therapy and diuresed with IV lasix. Patient was admitted again on (B)(6) 2025 and again in early march. Patient electronics system (pes) signal acquisition troubleshooting is pending, currently scheduled for (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received via medical equipment repair associates (mera), the reported incident of signal acquisition issues and electromagnetic interference (emi) was resolved during a home visit. During a follow-up call, signal acquisition speed was improved by adjusting the minimum signal strength. The patient hospitalization was related to heart failure, and the physician considered the lack of cardiomems readings contributed to the incident. Administration of diuretics and other treatment during the hospitalization resolved the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.